Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Corrections: in initial report, the following should have been submitted: it was reported that the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery may be pending to address the issue. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed 'end of service message'. Ipg was not confirmed to be inoperable. Surgery may be pending to address the issue.